Event description:
The customer stated that the display would go blank when pressing the buttons. Troubleshooting was performed, and there was no corrosion or moisture damage noted. The insulin pump was not bumped, dropped or exposed to any high magnetic fields. Nothing further was reported.

Manufacturer narrative:
The insulin pump had an intermittent blank display due to the liquid crystal display's metal frame shorting out with the electro luminance panel.